Event description:
While evaluating a returned olympus pressure reducer, the housing of the unit was leaking near the tank connection. There was no patient involvement during this event.

Manufacturer narrative:
D1 model description was too long for field character limit: pressure reducer, with connector acc. To cga no. 580, for argon plasma coagulation the evaluating of the event is ongoing. Should additional information be received, a supplemental report will be provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.